Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Investigation of the returned sensor revealed oxidation of the sensor's chemical component (hydrogel). The oxidation observed from in vitro testing was potentially caused by improper storage of the sensor in transit to senseonics post-explant, and is unrelated to the customer's complaint. A further review of the in-vivo raw sensor data from dms did not confirm the oxidation. The customer performed a sensor re-link on the 02-may-2025, and the system continued to show occasional rejected calibrations. The potential root cause of the issue could be related to brief period of instability in the in-vivo state of the sensor hydrogel. B4.date of this report 28 july 2025. D9 device available for evaluation? Yes on 10 july 2025. G3.date received by the manufacturer? 28 july 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value a. (B)(6) 2025, 03:15 pm, 5.4 mmol/l, 1.6 mmol/l (trend arrow: not known (user did not recall), values 30 mins before and after: not known (user did not recall). B. (B)(6) 2025, 03:33 pm, 16.5 mmol/l, 13.7 mmol/l (trend arrow: not known (user did not recall), values 30 mins before and after: not known (user did not recall). The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.